Manufacturer narrative:
No patient injury reported. According to the complainant, there had been issues with flushing the feeding tube on and off before the breakage occurred. They were using the clog zapper and "power flushing" to help push the clog through. They are not sure of when the breakage occurred. During decontamination at corpak, the part of the tube received could not be flushed. It appeared as though there was a clog just above where the tube burst. The instructions for use, supplied with the nasogastric tube, gives detailed flushing instructions and also has a warning which states: "vigorous syringe force should not be used to irrigate, administer liquids or unlock the tube."

Event description:
Event desc: the cortrak nasogastric tube was removed from (B)(6) old in the burn center. The patient needed to be reintubated and on x-ray it was visualized that part of the tube was in her esophagus and the remainder was in her stomach. The nasogastric tube was removed from her nares and measured 41cm. The remaining 62cm was retrieved by the surgeon.